Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous, and severely calcified iliac artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. The balloon was inflated two times at 6 and 12 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and completed the procedure with a different device. There were no patient complications reported.